Manufacturer narrative:
Evaluation: piston.

Event description:
It was reported by service report that the surgistool was leaking hydraulic fluid. No patient involvement or adverse consequences are reported.